Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It is reported that the patient's insulin pump is reading highly differentiated blood glucose and sensor glucose readings. The patient's blood glucose level was 356mg/dl. Patient stated that the collapsed and treated themselves by eating food trouble shooting was conducted. Device is not being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.